Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via letter that they were hospitalized due to diabetic keto acidosis on unknown hospitalization detail. Customer stated that they had high blood glucose level above 500 mg/dl but they was not hospitalized for high blood glucose. Customer stated that infusion set had bent cannula. It was unknown that customer was using the auto mode feature at the time of incidence or not. The insulin pump was not returned for analysis.